Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, after the left ventricular lead was already in position, the patient suffered several symptoms of heart failure not related to the device. The physician decided to terminate the procedure and extract the lead. A new procedure will be scheduled when the patient's condition is stable.